Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is currently reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap band: "according to the director of risk management, while the surgeon was placing the 11mm port, he feels that the shield did not deploy properly to cover the blade resulting in aorta and mesentery artery injuries. A cardiac surgeon was then called in to make the repairs and the patient was air lifted to another facility. Contact does not know which of the ports failed to function properly. Crittenton is keeping actual product and is looking for an independent lab to analyze it."